Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 142 mg/dl. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump buttons did function properly. The device had moisture damage on the keypad traces. The unit was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.